Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; proximal segment of the lead was returned and analyzed.

Event description:
It was reported there was a fracture of the rv lead. The lead was replaced. No patient complications have been reported as a result of this event.